Manufacturer narrative:
The user reported bleeding and prolonged wound healing at the sensor insertion site, which resulted in a second urgent care visit. No formal diagnosis was provided; the treating provider noted bruising and delayed healing with no signs of infection. The event occurred on (B)(6) 2026, at 1:30 p.m. At the time of the call, the user reported feeling frustrated and angry due to prolonged healing and repeated urgent care visits.the event was not related to diabetes or glucose measurements.

Event description:
Senseonics was made aware of an incident where user reported bleeding and prolonged wound healing at the sensor insertion site, which resulted in a second urgent care visit. No formal diagnosis was provided; the treating provider noted bruising and delayed healing with no signs of infection. The event occurred on (B)(6) 2026, at 1:30 p.m. At the time of the call, the user reported feeling frustrated and angry due to prolonged healing and repeated urgent care visits.the event was not related to diabetes or glucose measurements.